Event description:
It was reported that prior to implant, message appeared that capacitor charge time limit reached. The device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported event of an extended charge time was confirmed by review of the device image. On testing the device performed normally at room temperatures. The root cause of the extended charge time was the exposure to temperatures outside of storage limits.